Manufacturer narrative:
(B)(4). Additional concomitant medical products: unknown tibial component catalog # unknown lot # unknown; unknown articular surface catalog # unknown lot # unknown. (B)(6). Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001825034-2019-00914, 0001825034-2019-00919. Remains implanted.

Event description:
It was reported that the patient had a knee arthroplasty. Subsequently, the patient experienced moderate pain, swelling, stiffness, and clicking noise in the right knee. No revision procedure has been reported to date. Attempt for further information has been made, but no further information has been provided.

Manufacturer narrative:
Upon receipt of additional information, this report will be completed under manufacturing report number 0001822565-2019-01451.

Event description:
Upon receipt of additional information, this report will be completed under manufacturing report number 0001822565-2019-01451.